Event description:
Additional information received indicates that effective therapy was established post-operatively.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced, resolving the impedance issue.

Manufacturer narrative:
Corrected data: UDI.

Event description:
Related manufacturer reference number: (B)(4). Related manufacturer reference number: (B)(4). Additional information received indicates that surgical intervention took place on (B)(6) 2020 wherein the patient's ipg and extension were explanted. A new ipg was implanted to address the issue and achieve new technology. No intervention was taken on the lead. Post operatively, the lead continued to show high impedance on 2 contacts. However, the patient was programmed and therapy covers the pain area resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. Diagnostics indicated high impedance readings on two contacts. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.